Event description:
A pt reported experiencing inaccurate high results with a fasttake meter. The pt's blood glucose results were 8.0 mmol, 10.0 mmol, 7.1 mmol. Tests were done within 20 minutes with a difference of 21%. Pt did not experience any adverse events. No further info has been reported.